Event description:
It was reported that the physician's vns handheld computer would turn on to the main screen, but they could not select any of the options from there. The handheld would not move past the main screen. A hard reset was performed, and when the handheld got to the alignment screen, the handheld would not progress past it. Further troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to the manufacturer to date.